Manufacturer narrative:
Medwatch sent to FDA on 12/22/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of tyndall effect is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of tyndall effect as follows: adverse events: ¿the most common injection-site responses for juvéderm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.¿

Event description:
Patient reported that after injection under the eyes with "juvederm." They experienced the "tyndall effect." It is unspecified if any treatment has been provided. Symptoms are ongoing.